Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 305110, batch no: 9226367. Caller reported that when he opened the package with the needle and syringe, the syringe looked as if it had been repaired with elmers glue. Number of occurrences . 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No.

Manufacturer narrative:
The following fields were updated due to additional information: h.3. Device eval by manufacturer?: yes. H.6 investigation summary: a device history record review was completed for provided material number 305110 and lot number 9226367. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample has the plastic shield and came connected to a syringe. A visual inspection was performed there is a double needle and excessive white epoxy on the needle hub. No other defect or imperfection was observed. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle and the epoxy on the needle hub. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle and the epoxy on the needle hub. H.6. Method codes: 10, 3331. H.6. Result codes: 170. Conclusion codes: 25.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd precisionglide" needle 26g x 3/8 in experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 305110, batch no: 9226367. Caller reported that when he opened the package with the needle and syringe, the syringe looked as if it had been repaired with (B)(6) glue. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no.